Manufacturer narrative:
For the investigation the logfiles were provided and analysed. Several entries in the logfiles point towards a drop of the internal supply voltage. The evita reacted according to its implemented safety concept and initiated a warmstart to recover valid state. In this case an audible alarm will be generated and the device will briefly power off and then back on. During this time, an emergency-breathing valve is opened allowing for spontaneous breathing. Ventilation with an alternate device may be considered necessary. The device was checked on site by a dräger service-engineer but no technical failure was found. Based on the available information it is considered likely a temporary problem of a mixer cartridge led to the above mentioned drop of the internal supply voltage. Despite the fact the failure no longer persists, it was recommended to advise a precautionary replacement of the mixer cartridge. The evita has reacted on a component's fault as specified. It has posted alarms to alert the user and has performed a warmstart.

Event description:
It was reported that the device unexpectedly posted "o2 supply low" with audible alarm while in use. Then, the device stopped the ventilation and powered off. Thus, the customer replaced the device. No injury reported.